Manufacturer narrative:
H.6. Investigation: bd received 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. The returned sample was visually inspected and tested for leakage. A visual crack was observed at one of the ports and it resulted in leakage during testing. We were unable to confirm the cause of the failure to the manufacturing process. The device has an additional port which is not present after our manufacturing process. The cracks present are typical of cracks that form during use with solutions with a high ph value. High ph solutions release internal stress that results in cracks after excess force is used when connecting the device for over 24 hours. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use.

Event description:
It was reported when using the bd q-syte extension set, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the fluid (anticancer agent) leaked from the q-syte of the stopcock on 385403-zat. No information on the name of the anticancer agent was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte extension set, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the fluid (anticancer agent) leaked from the q-syte of the stopcock on 385403-zat. No information on the name of the anticancer agent was provided.